Event description:
Healthcare professional reported, rupture. Diagnosed via ultrasound. And confirmed, during surgery. The device has been explanted and replaced with another manufacturer's device. This record relates to left side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, a broken device assessed, as an unidentified (tear) opening (shell thickness within spec). As per the investigation procedure: particles were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
This record relates to left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture diagnosed via ultrasound and confirmed during surgery. The device has been explanted and replaced with another manufacturer's device. This record relates to an unknown side.